Event description:
Surgical intervention due to neck fracture of the stem.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in december 2002. A recall was conducted, in (B) (4), to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until april 2005. Should add'l info be rec'd, the complaint will be reopened. Depuy considers te investigation closed.